Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The batteries and the broken handle were replaced. The voltage was found to be meeting specifications. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system is down. No patient injury was reported.